Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhihibted a gradual increaes in shocking impedance and is not greater than 125 ohms. Technical services discussed possible causes, including a loose setscrew. The patient had fallen near the time the increase in impedance was observed.